Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a mildly tortuous and calcified lesion located in the ostium diagonal branch artery, exhibiting 75% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed in-vivo during positioning. No patient injury reported.

Manufacturer narrative:
Evaluation summary: there was a kink on the catheter 50cm distal to the strain relief. There was a kink on the transition tubing 37.4cm proximal to the distal tip. There were two kinks on the distal shaft 21.9cm and 22.2cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to deformation on the catheter. If information is provided in the future, a supplemental report will be issued.